Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and clot formations occurred. It was reported that ¿clot¿ / ¿gunk¿ forms on the lumen of the vizigo when using it with our ablation catheters. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature or flow. The patient was anticoagulated with an activated clotting time (act) above 300 being maintained throughout left-sided procedures. No act is taken when performing right-sided procedures. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Note: for field e1. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-aug-2025, additional information was received indicating the operator observed the issue in left-sided procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and clot formations occurred. It was reported that ¿clot¿ / ¿gunk¿ forms on the lumen of the vizigo when using it with our ablation catheters. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature or flow. The patient was anticoagulated with an activated clotting time (act) above 300 being maintained throughout left-sided procedures. No act is taken when performing right-sided procedures. There was no patient consequence. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).